Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms and noise with oversensing. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.